Event description:
The account alleged the head of bed is up and all drives are not working on hospital power or battery.

Manufacturer narrative:
The account replaced the controller to repair the bed.